Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported the shocks were delivered due to over-sensing. Additionally, there were artifacts that was sensed as ventricular fibrillation and the lead displayed high impedance. It was determined there was insulation damage and a "knick" was identified in the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.